Event description:
It was reported that during a bypass procedure, the customer experienced a fusion oxygenator failure and a flow issue, specifically an inability to maintain adequate flow. The customer proceeded on bypass and was able to achieve full flow with no issues. Before clamping, the oxygenator pressures had risen slightly but they still had not had any issues staying around 3-4l. The customer requested their surgeon to adjust the cannula, which did not help their pressures. Once they clamped, they could not flow more than 2l, then more than 1.5 due to pre-oxygenator pressures. They adjusted the cross clamp which did not resolve the issue. They primed a new pump, since it was a flow issue, they requested a new pump just in case it was actually a pump head issue. Once safely on bypass again, they hooked up the arterial line to the venous line of the old circuit and had a pre-oxygenator pressure of 500mmhg at 2l and 130mmhg post oxygenator. The pump head itself was able to achieve up to 5-6l, revealing that it was definitely an oxygenator issue. The patient followed commands and moved all extremities on the same day. The patient was awake in their chair and in a sufficient condition. The patient had not previously been on heparin or another anti-coagulant therapy. The issue worsened over time. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood <(>&<)> gas flows) and the results are as follows. 147 mmhg blood side pressure drop. The reason for return was not confirmed for any flow or pressure issues. Additional information b5: medtronic received additional information that the prime consisted of 1l of isolyte, 100ml of 25% albumin, 10,000 units of heparin, 50meq of sodium bicarbonate, 12.5g of mannitol and 10g of amicar. The hms plus was used to monitor heparin dosing. The customer only ran an act cartridge with an act result of 539s pre-bypass. The customer went on bypass 4 minutes after the act result, then their failure occurred 6 minutes after that. All the following act values were on a new oxygenator with no issues. They do not chart the temperatures pre and post oxygenator. However, they always start their heater-cooler at 34, and the patient was at 36. They believed that they could assume that the pre temperature was approximately 36 with a post temperature of approximately 34. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.